Event description:
According to the reporter: occurred during a procedure. The needle was jamming and the suturing device stopped working. There was patient involvement but there was no medical intervention required and no patient injury.